Manufacturer narrative:
Reporter did not have a specific date for this event report. Customer reported an increase in unplanned endotracheal tube extubations has occurred since starting use of multipore dry tape. 3m account representative scheduled follow-up with facility to review and discuss application technique. 3m has the following recommendations: to maximize adhesion of multiporetm dry surgical tape for tubing securement, the following application techniques are recommended: apply 3m¿ cavilon¿ no sting barrier film to protect at-risk skin. Allow to dry completely before applying tape. (With following disclaimer) *3m¿ cavilon¿ no sting barrier film may be applied to adults, children and infants over 1 month of age. Cavilon no sting barrier film is not recommended for infants under 1 month of age. Apply tape to clean, dry skin and devices. Apply tape with some tension to reduce gaps and looseness, but do not overstretch the tape to devices and skin. After application use firm pressure to maximize adhesion to tube and/or skin. If possible, spiral the tape around the tubing to maximize surface area of adhesive to tubing. Monitor tape adhesion periodically. It is recommended tape be replaced if it becomes overly saturated, loose or soiled. Access the following link for additional training videos: go.3m.com/ctsapplications please work with your local sales representative for additional training as needed.

Event description:
Customer reported they had an increase in unplanned endotracheal tube (ett) extubations in the nicu since starting use of 3730-0 multipore dry tape. Customer stated most of the infants required reintubation. Some infants were able to be supported with CPAP and did not require reintubation. All of the infants reportedly recovered and no further consequence has been attributed to the unplanned extubations. No individual information was available related to events or patients.